Manufacturer narrative:
The customer technician reported the cylinder is not available for eval. Leak.

Event description:
It was reported the green gas cylinder was leaking. No adverse consequence alleged.